Event description:
It was reported that patient was denied delivering boluses via the personal therapy manager (ptm). The healthcare provider (hcp) wanted to get the patient off of oral medications and recommended using the boluses as frequently as possible to do so. The patient was initially prescribed 6 boluses a day with a 3 hour lockout interval. The patient stated that it was too hard to use the boluses that frequently. Approximately 1-2 weeks prior to the report the hcp changed the boluses to 6 per day with a lockout interval of 4 hours. The patient stated ¿now into the 2nd week and beginning to have problems¿ and was receiving bolus rejections. Troubleshooting was performed and it was determined that the issue may have been due to an uplink issue that occurred when the patient was seeing the maximum interval of 3 hours. The patient kept a close record of bolus attempts. The patient noted that her relationship with a previous hcp had ended as the hcp tried to reduce the medication in the pump and prescribe the patient more oral medications. At that point the patient was ready to have the pump explanted as the therapy was not working for her. The patient then transferred to a new hcp who wanted the patient off of oral medications and increased the pump dose. The patient also noted that the pump had been ¿floating around¿ and one doctor told her that it was causing ¿neuromas¿ while another doctor told her that it was causing nerve damage. The patient was currently in a lot of pain. The current hcp told the patient that they would not do surgery because he wanted to see of the pump therapy would work for the patient. The patient noted that her spine was in ¿bad shape¿ due to other medical issues and the patient had autoimmune diseases as well as osteoporosis. The device delivered dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8590-1, lot# n295533, implanted: (B)(6) 2011, product type: accessory; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information was received on 10/18/2013 and it was reported that the patient was continuing to have issues with her ptm (personal therapy manager) denying bolus requests. The patient had been seen in the 2 weeks prior and they couldn't determine what the issue was, but it had worked fine during that time and now it was "doing it again"; she was denied a bolus this morning. The patient had been considering having the pump removed, but when she switched doctors the new doctor told her that he would like to try something first. Since june, the blouses did help sometimes; otherwise she couldn't tell if the boluses were helping even when they were delivered. With regards to the patient's other autoimmune conditions, she was working with respective physicians and they were changing four of her medications.

Event description:
Additional information was received and it was reported that the patient had a 3 hour lockout interval; she tried exactly at 3 hours and was denied, but was able to get a bolus at 3 hours and 2 minutes. The patient had had 2 other lockouts during the last 10 days where she requested the bolus and it said it was rejected and there wasn¿t any retry. The patient never felt the response of a bolus. The patient wasn¿t moving the ptm (personal therapy manager) ahead of time and she was not using an antenna. A lot of times, it took a significant amount of time before the patient heard the tone; sometimes up to a minute. The patient had a pump revision (see manufacturer¿s report # 3004209178-2012-04790), but her pump was currently not adhered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient had been advised to bolus herself in a different room besides her kitchen every time as there could be something causing interference. Additional information was received and it was reported that the patient was seen again regarding her ptm (personal therapy manager) where questions were answered and the cycle/clock was explained. Additional information was received and it was reported that the patient was continuing to have problems with the ptm (personal therapy manager). The patient was still getting denied boluses when she didn't think she should be. The patient was keeping notes. When the logs were reviewed, there were a few denied boluses' otherwise they think it is an uplink telemetry interruption". There were times the patient made a note of being denied and the logs didn't align with her notes. The bolus delivery time was 2 minutes. The hcp (healthcare provider) was titrating the patient up. The most recent rejected bolus was the morning of (B)(6) /2013. The patient was able to get a bolus in the afternoon. The "other day" the ptm just kept beeping; the patient didn't get a bolus or didn't think that she did. So she turned the ptm off; it was in the morning. That afternoon she turned the ptm back on and it stopped the continual beeping. The patient never felt any pain relief from the boluses. The patient was taking 4 oral medication at once including prednisone, valium, and "autoimmune disease ones". The hcp wanted to take her off of these. The patient was thinking about having the pump removed. The hcp was not changing the drugs in the pump, but was increasing the concentrations. It was noted that the pump was moving around in the pocket. A week after the prior surgical revision in (B)(6) of 2012, the patient could feel it had come undone again.